Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report high blood glucose levels, and also needed assistance with programming the insulin pump. The customer's blood glucose level was 525 mg/dl. The customer treated with manual injections. The customer was able to successfully program the basal rates into the insulin pump. The customer reported a lost sensor alarm, however the customer did not have any sensors. No further details were provided.